Manufacturer narrative:
On 13-jan-2026, the photo analysis was completed. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a foreign material was observed inside the pouch. A manufacturing record evaluation was performed for the finished device 31588998l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and after opening the outer box, dust-like particles were found inside the plastic container holding the device. The catheter was then replaced. The procedure was completed without patient's consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. No foreign material was observed. In addition, the packaging or pouch were returned for further investigation. A manufacturing record evaluation was performed for the finished device [31588998l] number, and no internal actions related to the reported complaint condition were identified. The foreign material issue reported by the customer could not be confirmed during the product investigation since no packaging was returned; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and after opening the outer box, dust-like particles were found inside the plastic container holding the device. The catheter was then replaced. The procedure was completed without patient's consequence.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).